Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold while chariging. There was no report of fire, smoke, explosion, or shock. The customer reports using the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no damage or evidence of fire was observed. The user reported too hot to touch. No burn marks or components damage were observed. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly). The returned battery voltage was measured and the result was not within the specification range. Replaced returned battery with known good battery. Stm processor was present. Thermal camera was used to inspect the pcba, and hotspot was observed on u2 component. A multi meter was used to measure voltage across resistor r100. An extended investigation was performed. A review of the case history was performed. Hot spot was observed on the u2 component, and no voltage was measured across resistor r100. The returned battery was too low to power on the reader. A known good battery was used to continue testing. The overheating components was caused when an incorrect charging adapter was used, which caused the overcharge protection to fail and resulted in components heating up from a high voltage than that required and can cause the reader functions to stop working. Therefore, issue is not confirmed to use due to incorrect adapter used. The cable and adapter has been requested back for an investigation and the customer agreed to return the device; however, at this time cable and adapter has not yet been received. Furthermore, an extended investigation was performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the libre reader, cable and adapter meet specifications prior to release to distribution. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold while charging. There was no report of fire, smoke, explosion, or shock. The customer reports using the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.